Event description:
A malfunction on the pump was reported, with no notable events occurring before the issue, and the customer's blood glucose levels were not adversely affected. The pump was included in a field correction, and as a resolution, the pump was set to be replaced. The customer, who uses multiple daily injections (mdi) as backup therapy, was informed that the replacement pump would have updated software. Instructions were given for putting the faulty pump into storage mode before its return, and arrangements were made for shipping the replacement pump with signature confirmation. The customer was advised to program their settings and connect their continuous glucose monitor (cgm) to the new pump, and they acknowledged understanding all instructions.